Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had no motor movement or negligible movement. Retries to free a stuck motor failed. Customer's blood glucose value was unknown at the time of the incident. Customer will return device for analysis.